Event description:
The sales rep reported that during surgery the doctor felt that the valve was not draining properly. The rep stated that he asked the doctor to lower the setting but he did not, instead he used another valve at the low setting and it drained properly so he implanted it. The product was discarded. The rep stated that there was only a 5 minute delay in surgery as a result of this incident. No patient injury was reported. The rep wants a replacement sent to him to replenish his stock; the valve used was from his trunk stock. This complaint is being reported late due to a field rep oversight. The individual has been made aware of the policy of reporting in a timely manner.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.